Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the planned treatment was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed from the error log that the system had triggered an xgen error and a short circuit was detected in the converter 2. Upon further generator evaluation, fse identified that the x ray tube had failed. The fse replaced x ray tube to resolve the issue. The defective x ray tube was returned for analysis, which confirmed that the tube had failed due to a vacuum leak at the monel ring of the tube window. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.